Event description:
There were telemetry issues and the ins was overdischarged. It was thought that there have already been 3 overdischarges. Today there was no telemetry from the ins. Patient compliance was the primary reason for the overdischarge. The patient last charged last wednesday, but it could have been longer. Antenna locate has been tried many times. A physician mode recharge (pmr) was being done and that was going to be let run down the rest of the way. Additional information has been requested.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3778-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).